Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a total 21 patients with drug-refractory electrical storm undergoing catheter ablation had periprocedural acute hemodynamic decompensation (ahd) requiring emergent extracorporeal membrane oxygenation support between january 2010 and june 2016. After a median follow-up of 10 days (range 1 day to 27 months) from the procedure, death due to heart failure in 11 cases. Title: ¿outcomes of rescue cardiopulmonary support for periprocedural acute hemodynamic decompensation in patients undergoing catheter ablation of electrical storm¿. The purpose of this study was to evaluate the outcomes of emergent cardiopulmonary support with extracorporeal membrane oxygenation (ECMO) to rescue ahd in patients undergoing ca of es. Suspect device is a 3.5-mm irrigated thermocool catheter, however catalog and lot number is unknown.